Manufacturer narrative:
Product ID: 3876-45, lot# 0207324640, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the lead migrated. The patient had pain and less than 50% therapy relief. The patient had felt the area of stimulation moving or disappearing. There was excessive variation in the intensity of the stimulation. Diagnostic testing included impedance testing and x-ray. The physician noted it as a lead migration however, it was not noticeable through x-ray. The lead was explanted and replaced. At the time of lead explant, the stimulator was also replaced. There was no device deficiency noted with the stimulator. The patient did not have any more symptoms and was receiving stimulation. Additional information also noted that the patient had a loss of stimulation due to the lead migration.